Manufacturer narrative:
If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "broken drill bit. Drilling proximal screw broke utilizing the axsis 5.0 targeting system and distal femur plate. When drill bit broke leaving the tip in the femoral cortex of pt femur."